Event description:
The pt was having an endoscopic retrograde cholangio-pancreatography (ercp), the sphincterotomy was performed, the patient moved his position and the md lost placement of the wire. The sphincterotome and wire was removed, the balloon catheter was advanced over the wire, and the md was not able to further advance into the scope. She pulled it back out and saw that the balloon catheter and wire were kinked. She attempted to go back down with a wire and sphincterotome, but couldn't pass that either. At this point, the rn assisting in the procedure noticed that the white cotton-like piece inside the biopsy cap was missing. An attempt with the biopsy forceps were made to clear the channel, but that was unsuccessful. The staff requested a new scope, but it was still being washed from the prior procedure. The patient had to wait in the room on the table for about 25 minutes while we waited for a new scope. The scope was later cleaned in our department, but that piece was unable to be cleared from the channel.